Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed lesion was located in a moderately tortuous and calcified mid left anterior descending (lad) artery. While advancing the taxus express2 3.0x12mm drug eluting stent to the mid lad, the stent dislodged in the proximal lad. The lesion was treated with a different device. It was not reported if the dislodged stent was removed from the patient. No further patient complications occurred. Patient status is satisfactory.